Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: this event was initially reported on medwatch #2017233-2006-00175. However, in retrospective review of the file, it was decided that these devices needed to be reported on separately.

Event description:
Prior to endovascular repair of a descending thoracic aortic aneurysm, this pt underwent revascularization of the visceral vessels. On the date of event, after removal of thrombus and blood clots in the conduit, three tag devices were implanted. During the implantation procedure, two gore tri-lobe balloon catheters broke, when the physician inflated the balloons in vivo. The physician then used a third balloon catheter, which he inflated beyond product specifications and the balloon ruptured. Post-operatively, the pt had an infarction of the bowel, which was successfully treated by open surgical revision. The physician believes that thrombus was released inside the conduit from manipulation of a 24 fr gore introducer sheath and/or the balloon catheters, which caused the bowel infarction.